Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t11188n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t11188n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported that a female patient presented to the emergency room; presenting symptoms unknown. A triage troponini (tni) test was ordered, the patient resulted 0.08ng/ml. The facilities cut-off is 0.05ng/ml. The patient was kept for observation and a retest was ordered 1.5 hours later. The patient resulted triage tni <0.05ng/ml. A tni was ordered 3 hours after the initial test. The third triage tni resulted <0.05ng/ml. The customer then took the initial sample that gave a 0.08ng/ml tni and retested; triage tni resulted <0.05ng/ml (the sample was 5.5 hours old). The final diagnosis of the patient is unknown; however, the customer reported that the patient has been discharged. No confirmatory testing was performed. Customer stated their quality control device passes daily. Customer also said liquid controls were last run on (B)(6) and passed.